Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and could not duplicate the reported issue. The se found water spots inside of the graphic user interface (gui) housing and under keypad. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that the ventilator's lower display was blank. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.